Event description:
Complaints of ruptured implants, general malaise, arthralgias, myalgies, grade iii capsular contracture, numbness of fingers, visual disturbances, severe shoulder pain, stiff neck with pain, stiff neck with pain, breasts hard and painful, nervousness, inability to sleep, tiredness all the time, multiple aches and pains, weak knee joints, tingling and numb in joints, memory problems, stutters, speech problem, swollen glands under arms and groin, fearful of problems which could surface from silicone leakage.